Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016. They gave her fluids because she was dehydrated. Customer's blood glucose level was 278 mg/dl when she was admitted to the hospital. The customer was wearing the insulin pump at the time of hospitalization. The customer experienced a high blood glucose level of 459 mg/dl. The customer was nauseous and her heart was racing. The device was not returned.